Event description:
The customer reported the ventilator went vent inop and alarmed due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, if the reported problem occurs while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturer's field service engineer was able to duplicate the reported problem when the unit was powered on. Review of the device diagnostic history noted the reported pressure sensors failure occurrence. The service engineer reported the data acquisition pcb to motor controller pcb cable was replaced to correct the reported problem. Performance verification testing was completed and passed to operating specifications.